Manufacturer narrative:
Device was returned. The DHR/manufacturing lot traveler was pulled and reviewed for lot 725709. All information on the traveler indicates that the product was produced within specifications. Therefore root cause could not be determined. Upon completion of the investigation a followup report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous customer: "last week we had a pack that a bit of fluff was found in after it was opened in theatre and soaked. The patties were disposed of as they had been soaked in solution. I have the remainder of the box quarantined in the office." Event occurred before use on patient. As reported by rep: "this event happened before sugary started. This did not delay surgery, or have any negative or adverse affects on a patient. As per the customer, I will collect the remaining sterile packs that were in the same box as the one where the defected product came from. The customer said that they all appear to be fine when visually inspected but would like for these to be investigated further. "

Manufacturer narrative:
The subject device was discarded and therefore not returned for evaluation. The remaining unused from same package was returned; however, there was not reported malfunction associated with the returned samples. Without the returned used samples we cannot confirm the issue encountered in the clinical setting. A review of the device history records for the subject device did not revealed any anomalies. This lot code appears to have met all testing requirement, there were no anomalies noted during manufacturing process. The retuned unused samples were evaluated and no issues were found. This product is documented in the IFU as low linting. There is variation inherent in our manufacturing process of the cottonoid material. Therefore, lot to lot variation in the cottonoid process may result in lots that lint more or less than the norm. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.